Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 414 (mg/dl). A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin.